Manufacturer narrative:
Concomitant products: product ID: 8703w, lot# l44341, implanted: (B)(6) 1997, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal morphine via an implanted pump. The pump's indication for use (IFU) was listed as non-malignant pain and failed back surgery syndrome. The patient experienced a sudden change in therapy with signs of morphine withdrawal and presented to the hospital emergency room (ER). The pump was interrogated and showed no issues. The patient followed up with the physician who interrogated the pump again and did an x-ray of the catheter. No dye study was performed but they were expecting a catheter issue since this is the original catheter from original implant. The patient was seeking a surgeon close by to their location to get the catheter revised. The event date was (B)(6) 2015. Specific patient symptoms, cause of the event, interventions, concentration, dose, lot number, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.